Event description:
After incision made, the fascia was entered with a peritoneal hasson trocar, and insufflated to 15 mm pressure. Another epigastric incision and two 5-mm trocar were placed over and lateral to the gallbladder. The patient was positioned head up, right side up. The gallbladder was acutely inflamed and during an attempt to aspirate it; the needle broke. The broken part was retrieved after an x-ray was done.during the procedure, the gallbladder was going to be compressed with the needle trocar and aspirated. During that procedure the needle edge, which was about 1 cm, broke off. When attempt was made to retrieve it, it moved to another part of the body.an x-ray of the abdomen was done to see where it was, and it was located in the left lower quadrant, overlying the omentum. It was retrieved without any incident.